Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 6 had failed and device was not on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 6 was not detected on the bus. A field service engineer had removed the back panel and found the pyxibus controller board was dark. The board was replaced, and all drawers and slides were tested to ensure proper operation. The top cover was opened to inspect connections in the electronics drawer, and dust was cleared from the top cover. The customer was able to log in and successfully recover the system, then performed a medication inventory on the main full-height drawer 6 using the application, confirming that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.